Manufacturer narrative:
(B)(4). Additional information requested and received: what type of procedure was the device used in? Total gastrectomy. How long was the case prolonged (minutes)? 2 minutes about. Did the prolonged procedure change the post-operative care of the patient? No. How much tissue was cut out to remove the device (cm)? About 2 cm. Was the device fired over an existing staple line? No.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ec60a device was returned in good visual condition and with one ecr60d cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device closed and opened without any difficulties noted. The manual switch feature worked as intended during functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: what type of procedure was the device used in? How long was the case prolonged (minutes)? Did the prolonged procedure change the post-operative care of the patient? How much tissue was cut out to remove the device (cm)? Was the device fired over an existing staple line?

Event description:
It was reported that during an unknown procedure, the stapler was used with a gold reload. During the use with the first reload on the duodenum, the device worked properly. Subsequently the device was loaded with a second gold reload: at the fourth activation the stapler didn't open. The instrumentalist activated the red button but the issue was not solved. The surgeon was constricted to cut the tissue around the jaws by using another different device. Outside the operative field, the instrumentalist tried to force the opening of the device: the device was opened only after having done more times the maneuver with the red button. The reload had cut the tissue and pushed the staples closed (of the first centimeters of the suture) toward the end of the jaws. The intervention was prolonged (time unknown). No patient adverse consequences have been reported. The procedure was finished by using the other like device.